Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system. The device was bloody. The hub/valve, sheath and tip were microscopically and visually inspected. Inspection revealed sheath kink located 4.4 cm, 46.5 cm and 52.5 cm from the tip of the device, and tip damage (delaminated/stretched). The inner ptef was pulled away from the outer tip material, consistent with being used in a procedure with implant recapture. The remainder of the device found no other damage or irregularities.

Event description:
It was reported foreign material was present on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa. Multiple watchman laa closure device and delivery systems (wds) were used, but the laa was unable to be closed. They attempted with a 27mm wds and deployed the closure device. They noticed an object moving around the tip of the was. They tried to aspirate in case the object was thrombus, but it did not remove the object. The wds and was were removed from the patient and they noticed a fiber was attached to the tip of the was. They examined the fabric of the closure device and it remained intact. It is unknown what the fiber was. The procedure was unable to be completed. There were no patient complications.

Event description:
It was reported foreign material was present on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa. Multiple watchman laa closure device and delivery systems (wds) were used, but the laa was unable to be closed. They attempted with a 27mm wds and deployed the closure device. They noticed an object moving around the tip of the was. They tried to aspirate in case the object was thrombus, but it did not remove the object. The wds and was were removed from the patient and they noticed a fiber was attached to the tip of the was. They examined the fabric of the closure device and it remained intact. It is unknown what the fiber was. The procedure was unable to be completed. There were no patient complications.